Event description:
It was reported that the 2600 system had smoke coming out from the generator during testing on the system. The main breaker was shut off and the fire was extinguished without incident. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation.